Manufacturer narrative:
(B)(4). The sheath was returned to edwards lifesciences for evaluation. The returned esheath underwent visual and dimensional inspection. During the visual inspection a liner tear was observed along the entire length of the sheath shaft, a bend was observed on the sheath shaft and a bend was observed on the shaft of the introducer. No other abnormalities were observed. During dimensional analysis, liner wall thickness measurements were found to be within specifications. On the manufacturing floor, all sheaths are inspected for kinks, bends, and mechanical damage. These inspections during manufacturing support that it is unlikely that a manufacturing non-conformance was the cause of the complaint. A liner tear was confirmed. Based on historical reports and examination of the returned device, it is likely that patient factors (calcification, tortuosity) and/or procedural factors (insertion angle, non-axial alignment during retrieval) contributed to the tear. Calcification can damage the exposed portion of the sheath liner. Such damage along the liner could lead to immediate cutting/tearing, or could weaken the liner. A weakened liner can tear during advancement or retrieval of the delivery system, especially in a region where the anatomy is tortuous. Non-axial alignment during retrieval is a procedural factor that could also potentially contribute to this issue. It can result in the delivery system balloon or flex shaft tip catching on the expanded liner at the tip and propagating a tear along the sheath shaft. According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral tavr procedure. According to literature review, and as documented in a technical summary, written by edwards lifesciences, vascular complications are a well recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators, as needed. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien xt valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. In this case, the liner tear and vessel dissection may be related to calcification and/or tortuosity not fully appreciated on pre-procedural imaging and/or device manipulation. No manufacturing non-conformances or IFU/training inadequacies were identified. Review of complaint history for (B)(6) 2015 did not reveal that the occurrence rate exceeded the control limits for this failure mode. Therefore, no corrective or preventative actions are required.

Manufacturer narrative:
The esheath was returned to edwards lifesciences for evaluation. Preliminary evaluation and dimensional evaluation revealed a liner tear along the entire length of the sheath, a bend in the sheath shaft and a bend in the introducer. No kinks or sharp edges were present on the sheath shaft. During dimensional analysis, all liner dimensions were found to be within specification. The investigation is ongoing.

Event description:
As reported by the edwards european affiliate, the esheath was placed well in the patient and the valve implantation was done without problems. When removing the sheath, the shaft suddenly opened and caused a femoral dissection. The dissection was successfully treated with a covered stent and the patient was stable post procedure. The patient¿s access vessel minimum luminal diameter measured 9mm with mild calcification and mild tortuosity. No abnormalities were noticed during the inspection of the esheath prior to use.

Manufacturer narrative:
The edwards expandable introducer sheath set (model 9610es16) is not sold or marketed in the us; however it is deemed similar to the edwards expandable introducer sheath set (models 916es23, 918es26, 920es29). Investigation is ongoing.